Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient developed a seroma at some time point following posterior approach spinal fusion surgery using rhbmp-2/acs. The accumulated fluid required drainage.